Event description:
Customer reported that no reactivity was observed with vss247 and a pt sample with a known anti-kell.

Manufacturer narrative:
Ocd performed retained testing of vss247. Satisfactory results were observed. Customer stated that the pt with the known anti-kell was tested the previous week and 1+ reaction was observed with vss247. Customer stated that three other pts with anti-kell reacted with vss247. No erroneous results were reported.